Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that a dye study was performed and the catheter was found to not be patent. There were no external factors that contributed/led to the event. The patient will be referred for a re vision. The issue was not resolved at the time of the report. Surgical intervention was planned but had not yet been scheduled. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.